Manufacturer narrative:
Event date is unknown date in (B)(6) 2018. The lot was manufactured april 17, 2018 ¿ april 18, 2018. The device was received for evaluation containing 9ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the device and found to be within specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The rate of infusion was unknown. The device fill volume was 102ml and contained 35mg/ml fluorouracil. The patient¿s catheter was checked with no issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.